Event description:
On (B)(6) 2012, the reporter contacted animas and left a voicemail requesting assistance with her pump. She stated that there were '00' on her basal rates and she did not think she was receiving her insulin. The patient did not report any blood glucose excursions in the voicemail. Animas has attempted to contact the patient 3 times but was not successful in reaching her. Based on the provided information, there was no reported patient impact associated with this complaint. However, this complaint is being reported due to the unresolved basal rate issue.

Manufacturer narrative:
The pump was returned to animas and evaluated on 28-sep-2018 with the following findings: the pump history from the date of the event had been overwritten due to continued use of the device. The current history had no evidence of a zero unit basal delivery. The alleged issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.